Manufacturer narrative:
The sample was collected in a red-top serum tube and was centrifuged for 10 minutes at 3000 rpm. No apparent fibrin or hemolysis was noted. Qc was within the customer's established ranges prior to and after the event. Service was declined by the customer. No clear root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated total t4 result above the normal reference range on one patient sample generated by unicel dxi 800 access immunoassay analyzer. The erroneous result was not reported out of the laboratory. Subsequent testing on both the original and an alternate instrument produced results below the normal reference range. The customer did not receive any report of death, patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.